Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia/odynophagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred (B)(6) 2014 without issue. Pain described as dysphagia beginning within first month after anti-reflux procedure. Esophageal balloon dilation attempted twice to alleviate dysphagia symptoms without success. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry at time of explant. Patient in satisfactory condition after explant.